Manufacturer narrative:
Carefusion file identification: (B)(4). (B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr was able to duplicate the reported issue. The reported issue was resolved by replacing front panel. The device was returned to the customer operating to service specifications. A return materials authorizations has been provided but the suspect component (front panel) has not been received at this time by carefusion. If the component is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator touch screen was unresponsive. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.

Manufacturer narrative:
Carefusion failure analysis lab technician was unable to verify the customer's reported issue. Bench testing revealed there was a display and the screen was responsive to touch. The led backlight of lcd is bad.